Event description:
The device was used during an unknown procedure. Reportedly, the device did not fire. A piece of the "dlu" fell into the patient and was retrieved. No pt injury was reported. Another device was used to finish the procedure.